Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. -the reported phenomenon was confirmed. -the endoscopic image was noisy, due to the fatigue of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
An olympus representative reported that the screw on the left panel was loose. This device is an olympus asset and there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. The cause of the loosening of the screw on the left panel could not be determined from the following investigation results. -olympus medical systems corp. (Omsc) reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. -the device was repaired once in 2019 after it was manufactured in 2010, and the battery and video connector socket were replaced. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.